Event description:
Customer's mother reported via phone, the customer has been experiencing low blood glucose level but the customer's doctor has done some adjustment on the insulin pump. Customer experienced low blood glucose of 40 mg/dl on monday and last the week prior the customer had experienced eight low blood glucose episodes. Customer's mother refused being transferred for troubleshooting assistance. Customer wasn't home during the time of the call. Customer's mother didn't agree to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.